Event description:
During laser lithotripsy procedure, md began to advance the moses fiber and the fiber then fractured. The fiber was quickly removed from use. Fiber laser moses 80hz 60w 2j 200 um d/f/l lithotripsy ref. Ac-10030100, lot number 12732408.